Event description:
A customer contaced beckman coulter regarding an erroneously low troponin (accu tni) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tni and following results were obtained: 1.22ng/ml, 0.38ng/ml, 1.22ng/ml and 2.66ng/ml. It is unclear on how the sample was tested. The accu tni results were reported out of the lab and questioned by a physician. The customer re-tested the original sample for accu tni and the repeated result was 3.85ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Per cf, the customer reported erratic qc results. However, qc data was not provided. After the event, a customer technical service (cts) advised the customer to perform system check; result were within specifications. The specimen was collected in a lithium heparin tube and centrifuged at 3,9000 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was not dispatched to the customer's lab as the customer declined beckman coulter inc. Service and preferred to troubleshoot with the assistance of the site's biomedical department. A clear root cause has not been determined in his event. A malfunction will be assumed for the purpose of this report.